Manufacturer narrative:
(B)(4). D10: cat# 00801803214 lot# unk femoral head non-skirted 12/14 taper. Cat# 00634105632 lot# unk liner 7 mm offset 32 mm i.d. For use with 56 mm o.d. Shell. Unk fiber-metal taper size 25 stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the revision procedure, there were multiple attempts to retain the well-fixed cup and seat the locking ring however, the acetabular component was revised due to unsuccessful intervention. While removing the cup the medial and inferior bone fragmented. It was reported that no further information could be provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: b2; d5; g3; h2; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were reviewed and identified the following: patient had an initial left tha. Patient had revision due to multiple dislocations. During the revision it was noticed that the hip dislocated easily with only 10 degrees anteversion on the stem and acetabular component only 5 degrees anteversion. The liner was impacted in place, the locking ring would not seat. Therefore, it was decided to revise the acetabular cup. During the removal of the acetabular component, the medial bone fragmented as well as inferior bone. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.